Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Ge rep determined poor image quality shots were due to incorrect case profile. System operates as intended.